Event description:
After wearing the durex pleasure curve condom, my nocturnal erections were painful during one night of sleep. Dose or amount: one condom, frequency: one time, route: wore. Dates of use: 2009. Diagnosis or reason for use: prevention of std. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.